Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the top case was cracked by bottom left corner and the bottom case was cracked at the "l" bracket. Review of the event log showed the pump displayed "primary audible alarm bgnd test" in the history. The investigation involved occlusion testing and the reported issue was not duplicated. The investigation found that the speaker and interconnect board were both in good condition. The investigation was unable to determine the cause of the reported problem. Based on the investigation, the complaint allegation was not confirmed. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited a "primary audible alarm bgnd test." No adverse effects were reported.